Manufacturer narrative:
Zimmerbiomet complaint number (b0(4). The imp,tsv,mcol mg,4.7mm,10m (tsvmwb10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 17 (fdi) and used for approximately 3 days. The reported event could not be recreated due to the nature of the dental device and event (medical conditions). Review of appropriate documentation: documents reviewed: 4869 rev 9-10/19; adverse effects; page 2 DHR review was completed for the subject lot number 1234788. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1234788) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (relocation into sinus) or product (tsvmwb10). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k101880. Fax number unknown / not provided.

Event description:
It was reported that while performing a sinus lift with bone graft, the bone was too soft and the implant relocated into the sinus. Implant was removed. Site presented edema, inflammation and bone loss. Tooth site #2.